Event description:
Using ultrasound guidance, a left femoral arterial puncture was performed with a single wall technique. A 5f short sheath was placed and a 5f bern diagnostic catheter was advanced over glidewire advantage into the aortic arch where was used to select the right common carotid artery. Next the 5 french short sheath was exchanged for a 6f fubuki guide catheter. A diagnostic catheter was then inserted into the guide catheter and used to select the right common carotid artery. The guide catheter was positioned in the distal common carotid artery. The stent was then selected and advanced over the filter wire and deployed without difficulty. The stent was then exchanged; however, a bend in the wire was encountered which made retrieval of the delivery catheter more challenging. The delivery catheter of the stent was noted separate of the delivery catheter when removed; however, a small remnant of the stent delivery catheter remained on the filter wire. We utilized the retrieval device, which was unable to cross this remnant due to the smaller bore of the retrieval device. We utilized several different catheters, which were modified to be compatible with the monorail system. A 5.5 french radial access catheter was then used which was noted to capture the stent delivery catheter and this was pulled down into the guide catheter hub. The remnant delivery catheter was then retrieved with the filter in position. Intermediate runs were performed demonstrating vasospasm of the distal cervical ica (internal carotid artery), which was treated with an intermittent verapamil.